Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("a few months after implantation pelvic pain, in 2016 worsening right flank pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), tubo-ovarian abscess ("suspected tubo-ovarian abscess"), salpingitis ("suspected pyosalpinx") and hydrosalpinx ("suspected right hydrosalpinx") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2016, hemorrhagic ovarian cyst (right side) on (B)(6) 2016, prolonged heavy periods (heavier a few months after implantation, clots), dyspareunia (since stop of oc) and dysmenorrhea (since stop of oc) in 2012. Previously administered products included: oral contraceptive nos for contraception. The only concomitant product mentioned was visanne (dienogest) for endometriosis since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1393 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criterion hospitalisation) and nausea ("nausea"). On (B)(6) 2016 she experienced hydrosalpinx (seriousness criterion medically important). On (B)(6) 2016 she experienced decreased appetite ("loss of appetite"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criterion medically important) and salpingitis (seriousness criterion medically important). Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required). The patient was hospitalised for an unknown duration until (B)(6) 2016. The patient was treated with antibiotics as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). The reporter considered decreased appetite, hydrosalpinx, nausea, pelvic inflammatory disease, pelvic pain, salpingitis and tubo-ovarian abscess to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram kidney] on (B)(6) 2016: cystic hypodensity in the right adnexa [ultrasound pelvis] on (B)(6) 2016: suspected mild right hydrosalpinx; on (B)(6) 2016: hemorrhagic cyst right ovary; on (B)(6) 2021: unremarkable. [Ultrasound scan vagina] on (B)(6) 2016: pelvic inflammatory disease, cyst in the setting of acute inflammation. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("a few months after implantation pelvic pain, in 2016 worsening right flank pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), tubo-ovarian abscess ("suspected tubo-ovarian abscess"), heavy menstrual bleeding ("menstrual periods that were significantly heavier than usual."), salpingitis ("suspected pyosalpinx") and hydrosalpinx ("suspected right hydrosalpinx") in a 42 year-old female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2016, hemorrhagic ovarian cyst (right side) on (B)(6) 2016, prolonged heavy periods (heavier a few months after implantation, clots), dyspareunia (since stop of oc) and dysmenorrhea (since stop of oc) in 2012 and adenomyosis, flank pain, parity 1, termination of pregnancy, abortion, multigravida, allergic reaction to analgesics (rash & hives), acute glaucoma and amenorrhea. Previously administered products included: oral contraceptive nos for contraception and marvelon. Past adverse reactions to the above products included: amenorrhea with oral contraceptive nos. The patient had a family history of brain tumor and diabetes. Concurrent conditions were listed as vaginal bleeding, dysmenorrhea, ovarian cyst torsion, renal colic, back pain, right lower abdominal discomfort, ovarian cyst, headache and irregular periods. Concomitant products included visanne (dienogest) for endometriosis since on (B)(6) 2016, metronidazole and pms oxycodone (oxycodone hydrochloride). On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced dysmenorrhoea ("menstrual periods have been more prolonged and with painful cramps") and dyspareunia ("dyspareunia"). On (B)(6) 2016 she experienced pelvic inflammatory disease (seriousness criterion hospitalisation), nausea ("nausea") and flank pain ("pain in her right flank radiating to her right abdomen"). On (B)(6) 2016 she experienced hydrosalpinx (seriousness criterion medically important). On (B)(6) 2016 she experienced decreased appetite ("loss of appetite"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criterion medically important) and salpingitis (seriousness criterion medically important). Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), mental disorder ("psychological anguish"), emotional disorder ("emotional disorder"), renal colic ("renal colic"), adnexa uteri cyst ("cystic hypodensity in the right adnexa"), ovarian cyst ("imple appearing cyst in the right ovary"), back pain ("musculoskeletal back pain"), pain ("pain while walking"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding with thick clot") and vaginal discharge ("brownish discharge and clots over the past several years"). The patient was hospitalised for an unknown duration until on (B)(6) 2016. The patient was treated with antibiotics and morphine as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy and on (B)(6) 2016 endometrial ablation). At the time of the report, the heavy menstrual bleeding had resolved. The outcomes for mental disorder, emotional disorder, flank pain, renal colic, adnexa uteri cyst, ovarian cyst, back pain, dysmenorrhoea, pain, dyspareunia, abdominal pain, vaginal haemorrhage and vaginal discharge were unknown. The reporter considered abdominal pain, adnexa uteri cyst, back pain, decreased appetite, dysmenorrhoea, dyspareunia, emotional disorder, flank pain, heavy menstrual bleeding, hydrosalpinx, mental disorder, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, renal colic, salpingitis, tubo-ovarian abscess, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: patient underwent an essure procedure for tubal sterilization approximately four years ago. The procedure itself was successful without any significant post-operative sequela. She has not had any problems since then. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram kidney] on (B)(6) 2016: cystic hypodensity in the right adnexa and impression: no renal or ureteric stone cystic hypodensity in the right adnexa, a further evaluation with pelvic ultrasound [human chorionic gonadotropin] on (B)(6) 2012: negative [hysterosalpingogram] on (B)(6) 2012: findings: difficult visualization. Also, noted in the posterior cul-de-sac a simple ovarian cyst of 4.8 x 2.7 x 3.77 cm. Interpretation : unable to rule out tubal patency; on (B)(6) 2012: the uterus is normal in size and configuration. There is no evidence for any normal spillage into the tubes or adnexa bilaterally consistent with bilaterally occluded fallopian tubes [pathology test] on (B)(6) 2016: specimens: uterine curettings. Clinical indication: menorrhagia, endometrial biopsy; on (B)(6) 2023: diagnosis: uterus, cervix, fallopian tubes changes total laparoscopic hysterectomy, bilateral salpingectomy, cervix with benign changes, focal intact endometrium in late proliferative / early secretory phase essure iud in situ, myometrium with adenomyosis. Serosa with focal fibrous adhesions, fallopian tubes, right with cystic walthard nests without fimbria, left, unremarkable with cystic walthard nests and paratubal cysts. Gross description specimen labelled with uterus, cervix, bilateral fallopian tubes. Endometrial cavity has heart shaped appearance , and at the fundus there is an area 1cm in diameter, located with the anterior posterior aspect , which contains endometrium measuring upto 2cm , in this area is a coiled piece of metal like material (intrauterine device). Myometrium measure 3 cm in thickness and shows possible adenomyosis [ultrasound pelvis] on (B)(6) 2012: the uterus is antiverted and normal in size. The endometrium measures 5mm. On either side of the uterine myometrium on the transverse view in the fundus there is the presence of a metallic coil. The patient gives history of coiling of the fallopian tubes using transcervical approach. The left ovary is norm. The right ovary contains a large cyst extending into the post cul de sac; 4.5x 3.1x 4.9cm and is simple in appearance with thin walls and no internal echoes. Interpretation: thin walled unilateral cyst noted in posteriori cul-de-sac most likely arising from right ovary.; on (B)(6) 2016: suspected mild right hydrosalpinx and findings: bilateral essure tubal coils are noted. Impression: a simple appearing cyst in the right ovary. Suspected mild right hydrosalpinx; on (B)(6) 2016: hemorrhagic cyst right ovary; on (B)(6)2021: unremarkable and no significant abnormality identified [ultrasound scan vagina] on (B)(6) 2016: pelvic inflammatory disease, cyst in the setting of acute inflammation and the appendix, apparently, was normal the ultrasound, however. Revealed a right-sided cyst near the ovary, size 6 cm by 4 cm. Along with a tubular fluid filled structure, likely to be a hydrosalpinx lot number: 945066 manufacture date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-mar-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("a few months after implantation pelvic pain, in 2016 worsening right flank pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), tubo-ovarian abscess ("suspected tubo-ovarian abscess"), heavy menstrual bleeding ("menstrual periods that were significantly heavier than usual."), salpingitis ("suspected pyosalpinx") and hydrosalpinx ("suspected right hydrosalpinx") in a 42 year-old female patient who had essure inserted (lot no. 945066) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2016, hemorrhagic ovarian cyst (right side) on (B)(6) 2016, prolonged heavy periods (heavier a few months after implantation, clots), dyspareunia (since stop of oc) and dysmenorrhea (since stop of oc) in 2012 and adenomyosis, flank pain, parity 1, termination of pregnancy, abortion, multigravida, allergic reaction to analgesics (rash & hives), acute glaucoma and amenorrhea. Previously administered products included: oral contraceptive nos for contraception and marvelon. Past adverse reactions to the above products included: amenorrhea with oral contraceptive nos. The patient had a family history of brain tumor and diabetes. Concurrent conditions were listed as vaginal bleeding, dysmenorrhea, ovarian cyst torsion, renal colic, back pain, right lower abdominal discomfort, ovarian cyst, headache and irregular periods. Concomitant products included visanne (dienogest) for endometriosis since on (B)(6) 2016, metronidazole and oxycodone. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced dysmenorrhoea ("menstrual periods have been more prolonged and with painful cramps") and dyspareunia ("dyspareunia"). On (B)(6) 2016 she experienced pelvic inflammatory disease (seriousness criterion hospitalisation), nausea ("nausea") and flank pain ("pain in her right flank radiating to her right abdomen"). On (B)(6) 2016 she experienced hydrosalpinx (seriousness criterion medically important). On (B)(6) 2016 she experienced decreased appetite ("loss of appetite"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criterion medically important) and salpingitis (seriousness criterion medically important). Essure was removed on (B)(6) 2023. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), mental disorder ("psychological anguish"), emotional disorder ("emotional disorder"), renal colic ("renal colic"), adnexa uteri cyst ("cystic hypodensity in the right adnexa"), ovarian cyst ("imple appearing cyst in the right ovary"), back pain ("musculoskeletal back pain"), pain ("pain while walking"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding with thick clot") and vaginal discharge ("brownish discharge and clots over the past several years"). The patient was hospitalised for an unknown duration until (B)(6) 2016. The patient was treated with antibiotics and morphine as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy and on (B)(6) 2016 endometrial ablation). At the time of the report, the heavy menstrual bleeding had resolved. The outcomes for mental disorder, emotional disorder, flank pain, renal colic, adnexa uteri cyst, ovarian cyst, back pain, dysmenorrhoea, pain, dyspareunia, abdominal pain, vaginal haemorrhage and vaginal discharge were unknown. The reporter considered abdominal pain, adnexa uteri cyst, back pain, decreased appetite, dysmenorrhoea, dyspareunia, emotional disorder, flank pain, heavy menstrual bleeding, hydrosalpinx, mental disorder, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, renal colic, salpingitis, tubo-ovarian abscess, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: patient underwent an essure procedure for tubal sterilization approximately four years ago. The procedure itself was successful without any significant post-operative sequela. She has not had any problems since then. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram kidney] on (B)(6) 2016: cystic hypodensity in the right adnexa and impression: no renal or ureteric stone cystic hypodensity in the right adnexa, a further evaluation with pelvic ultrasound [human chorionic gonadotropin] on (B)(6) 2012: negative [hysterosalpingogram] on (B)(6) 2012: findings: difficult visualization. Also, noted in the posterior cul-de-sac a simple ovarian cyst of 4.8 x 2.7 x 3.77 cm. Interpretation : unable to rule out tubal patency; on (B)(6) 2012: the uterus is normal in size and configuration. There is no evidence for any normal spillage into the tubes or adnexa bilaterally consistent with bilaterally occluded fallopian tubes [pathology test] on (B)(6) 2016: specimens: uterine curettings. Clinical indication: menorrhagia, endometrial biospy; on (B)(6) 2023: diagnosis: uterus, cervix, fallopian tubes changes total laparoscopic hysterectomy, bilateral salpingectomy cervix with benign changes focal intact endometrium in late proliferative / early secretory phase essure iud in situ myometrium with adenomyosis. Serosa with focal fibrous adhesions fallopian tubes right with cystic walthard nests without fimbria left, unremarkable with cystic walthard nests and paratubal cysts. Gross description specimen labelled with uterus, cervix, bilateral fallopian tubes. Endometrial cavity has heart shaped appearance , and at the fundus there is an area 1cm in diameter, located with the anterior posterior aspect , which contains endometrium measuring upto 2cm , in this area is a coiled piece of metal like material (intrauterine device). Myometrium measure 3 cm in thickness and shows possible adenomyosis [ultrasound pelvis] on (B)(6) 2012: the uterus is antiverted and normal in size. The endometrium measures 5mm. On either side of the uterine myometrium on the transverse view in the fundus there is the presence of a metallic coil. The patient gives history of coiling of the fallopian tubes using transcervical approach. The left ovary is norm. The right ovary contains a large cyst extending into the post cul de sac; 4.5x 3.1x 4.9cm and is simple in appearance with thin walls and no internal echoes. Interpretation: thin walled unilateral cyst noted in posteriori cul-de-sac most likely arising from right ovary.; on (B)(6) 2016: suspected mild right hydrosalpinx and findings: bilateral essure tubal coils are noted. Impression: a simple appearing cyst in the right ovary. Suspected mild right hydrosalpinx; on (B)(6) 2016: hemorrhagic cyst right ovary; on (B)(6)2021: unremarkable and no significant abnormality identified [ultrasound scan vagina] on (B)(6) 2016: pelvic inflammatory disease, cyst in the setting of acute inflammation and the appendix, apparently, was normal the ultrasound, however. Revealed a right-sided cyst near the ovary, size 6 cm by 4 cm. Along with a tubular fluidified structure, likely to be a hydrosalpinx quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-mar-2024: medical record received. Lab data (surgical pathology report), medical history, historical & concomitant drugs were added. Patient details (date of birth & aka name) reporter information updated. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a (B)(6) on behalf of a consumer and describes the occurrence of pelvic pain ("a few months after implantation pelvic pain, in 2016 worsening right flank pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), tubo-ovarian abscess ("suspected tubo-ovarian abscess"), salpingitis ("suspected pyosalpinx") and hydrosalpinx ("suspected right hydrosalpinx") in a 42 year-old female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2016, hemorrhagic ovarian cyst (right side) on (B)(6) 2016, prolonged heavy periods (heavier a few months after implantation, clots), dyspareunia (since stop of oc) and dysmenorrhea (since stop of oc) in 2012. Previously administered products included: oral contraceptive nos for contraception. The only concomitant product mentioned was visanne (dienogest) for endometriosis since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria hospitalization and intervention required). On 18-apr-2016, 1393 days after essure insertion, she experienced pelvic inflammatory disease (seriousness criterion hospitalization) and nausea ("nausea"). On (B)(6) 2016 she experienced hydrosalpinx (seriousness criterion medically important). On (B)(6) 2016 she experienced decreased appetite ("loss of appetite"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criterion medically important) and salpingitis (seriousness criterion medically important). The patient was hospitalized for an unknown duration until (B)(6) 2016. The patient was treated with antibiotics as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy). Essure was removed on (B)(6) 2023. The reporter considered hydrosalpinx, pelvic inflammatory disease, pelvic pain, salpingitis and tubo-ovarian abscess to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerized tomogram kidney] on (B)(6) 2016: cystic hypodensity in the right adnexa [ultrasound pelvis] on (B)(6) 2016: suspected mild right hydrosalpinx; on (B)(6) 2016: hemorrhagic cyst right ovary; on (B)(6) 2021: unremarkable. [Ultrasound scan vagina] on (B)(6) 2016: pelvic inflammatory disease, cyst in the setting of acute inflammation based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("a few months after implantation pelvic pain, in 2016 worsening right flank pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), tubo-ovarian abscess ("suspected tubo-ovarian abscess"), heavy menstrual bleeding ("menstrual periods that were significantly heavier than usual."), salpingitis ("suspected pyosalpinx") and hydrosalpinx ("suspected right hydrosalpinx") in a 42 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis on (B)(6) 2016, hemorrhagic ovarian cyst (right side) on (B)(6) 2016, prolonged heavy periods (heavier a few months after implantation, clots), dyspareunia (since stop of oc) and dysmenorrhea (since stop of oc) in 2012. Previously administered products included: oral contraceptive nos for contraception. The only concomitant product mentioned was visanne (dienogest) for endometriosis since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced dysmenorrhoea ("menstrual periods have been more prolonged and with painful cramps") and dyspareunia ("dyspareunia"). On (B)(6) 2016 she experienced pelvic inflammatory disease (seriousness criterion hospitalisation), nausea ("nausea") and flank pain ("pain in her right flank radiating to her right abdomen"). On (B)(6) 2016 she experienced hydrosalpinx (seriousness criterion medically important). On (B)(6) 2016 she experienced decreased appetite ("loss of appetite"). On (B)(6) 2016 she experienced tubo-ovarian abscess (seriousness criterion medically important) and salpingitis (seriousness criterion medically important). . On unknown date she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding (seriousness criterion intervention required), mental disorder ("psychological anguish"), emotional disorder ("emotional disorder"), renal colic ("renal colic"), adnexa uteri cyst ("cystic hypodensity in the right adnexa"), ovarian cyst ("imple appearing cyst in the right ovary"), back pain ("musculoskeletal back pain"), pain ("pain while walking"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding with thick clot") and vaginal discharge ("d brownish discharge and clots over the past several years"). The patient was hospitalised for an unknown duration until on (B)(6) 2016. The patient was treated with antibiotics and morphine as well as surgery (laparoscopic hysterectomy, bilateral salpingectomy, adhesiolysis, cystoscopy and on (B)(6) 2016 endometrial ablation). Essure was removed on (B)(6) 2023 at the time of the report, the heavy menstrual bleeding had resolved. The outcomes for mental disorder, emotional disorder, flank pain, renal colic, adnexa uteri cyst, ovarian cyst, back pain, dysmenorrhoea, pain, dyspareunia, abdominal pain, vaginal haemorrhage and vaginal discharge were unknown. The reporter considered abdominal pain, adnexa uteri cyst, back pain, decreased appetite, dysmenorrhoea, dyspareunia, emotional disorder, flank pain, heavy menstrual bleeding, hydrosalpinx, mental disorder, nausea, ovarian cyst, pain, pelvic inflammatory disease, pelvic pain, renal colic, salpingitis, tubo-ovarian abscess, vaginal discharge and vaginal haemorrhage to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram kidney] on (B)(6) 2016: cystic hypodensity in the right adnexa [ultrasound pelvis] on (B)(6) 2016: suspected mild right hydrosalpinx; on (B)(6) 2016: hemorrhagic cyst right ovary; on (B)(6) 2021: unremarkable [ultrasound scan vagina] on (B)(6) 2016: pelvic inflammatory disease, cyst in the setting of acute inflammation quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2024: summons received. New events dyspareunia, emotional disorder, flank pain, heavy menstrual bleeding, , mental disorder, ovarian cyst, pain, renal colic, vaginal discharge vaginal hemorrhage , adnexa uteri cyst, back pain , dysmenorrhea, pain & abdominal pain are added. Treatment drugs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.